Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter compared to the stago neoplastin laboratory method. The result from the meter was 4.7 inr. Despite the meter displaying the time of the result as 6:05 am the customer stated the time of the result was 8:05 am. What was believed to be within 7 hours of the meter reading sometime around 3 pm the laboratory result was 3.2 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer does not have hematocrit concerns, is not on direct thrombin inhibitors or heparin therapy, does not have antiphospholipid antibodies, no changes in dosages, no changes in diet, no new illnesses, and no signs or symptoms of bleeding or bruising. The customer had started taking pantoprazole. The customer is on dipyridamole and has been on the medication for 30 years. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr , qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Returned material complies with the specification.